Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the surgeon did not feel there were external/environmental/patient factors that may have led or contributed to the reported issue. It was stated the patient has pseudotumor for which the device was indicated. Following the replacement, the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a cerebrospinal fluid leak through the nose. It was stated the surgeon suspected the shunt was not providing sufficient drainage. The shunt was replaced and the patient¿s status was listed as alive ¿ no injury.